Event description:
Late reporting due to initial decision was that this event did not meet criteria for reporting to FDA as this was caused by user error and not malfunction or defect of equipment. Sara lift tipped over during a transfer. Facility was unable to replicate the event. Determined that it was user error. Event resulted in resident falling and fracturing his shoulder.